Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a routine follow-up. Inappropriate mode switching due to atrial lead noise was noted. Noise was recreated via isometric exercises. Programming changes were made. The isometric exercises were performed again, and noise was no longer recreated. The patient was stable throughout.